Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-05-23. Date of follow-up report: 2017-07-03. One ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would deploy without difficulty. The knife cut was tested on simulated tissue with acceptable results. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
Date of initial report: 2017-05-23. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device jaws were difficult to open. No patient injury occurred or medical intervention required. Another device was opened to continue the procedure.